Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was informed that malfunction code was resettable, and technical support provided pump reset instructions and assisted customer with resetting pump.